Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. A resistance test was also performed and the unit measured within specification. The condition of the returned incident device was not consistent with the complaint; failure to deliver energy. Since a specific cause of the alleged failure could no be identified, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The complainant provided two lot numbers for the four forceps devices, but was unable to specify which lot had been used in the procedure and which was involved in the post procedure testing. The following are the two reported lot numbers along with their corresponding manufacture and expiration dates: lot: 13699978, expiration date 08/22/2013, manufactured date 08/23/2010. Lot: 13769885, expiration date 09/20/2013, manufactured date 09/21/2010. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of four radial jaw 3 hot single-use biopsy forceps devices. Manufacturer report # 3005099803-2011-00259, 3005099803-2011-00260, 3005099803-2011-00438, and 3005099803-2011-00439 address these devices. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps were used during a polypectomy procedure and two were tested by a biomedical engineer post-procedure. According to the complainant, during the procedure, when power was applied for electrocautery, the forceps failed to deliver energy. A second forceps device was used, but the same issue recurred. Subsequently, sclerotherapy was performed at the site to stop the bleed. The account reported that the amount of bleeding was as expected/indicated for the procedure. Post procedure, the biomed engineer tested two additional radial jaw 3 hot single-use biopsy forceps devices and found that the power delivered was significantly less than the specified output. However, the impedance testing was within the specified limits. No patient was involved during this testing. Further information revealed that no damage was noted to the four devices or their packaging, and the sterile barriers had not been compromised. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Additional information: according to the complainant, two forceps allegedly failed to deliver energy in two separate procedures with separate patients. Additionally, the biomedical engineer tested two other devices at a later date. The same erbe generator was used with all four devices, and the active cord was not a bsc device. Note: reference manufacturer report # 3005099803-2011-00259 and 3005099803-2011-00260 for the radial jaw 3 hot single-use biopsy forceps device used in each procedure. Reference manufacturer report # 3005099803-2011-00439 for the two radial jaw 3 hot single-use biopsy forceps devices that were tested by the biomedical engineer.